Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the surgeon tightened blocker with universal tightener. The surgeon used rod gripper and holded the rod. Anti torque key and torque wrench were set with the tulip head. The tulip head of the screw came off from the bone screw during final tightening. So, the surgeon removed remained bone screw from the bone and new screw was implanted. The surgeon did not apply over 12nm torque.